Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported that the patient is having increased recharging and decreased coupling, on average 4 coupling bars. The issue started a little over a year ago, and the patient reported a fall around that time. The rep stated that the patient lost a lot of weight and the implant is moving around, thus it accounts for less coupling. Impedances for the 0-7 lead is greater than 10k ohms, except for electrode 6 at 692 ohms; electrodes 8-15 are in normal range. The patient was programmed on 10+ 11- 12- 13+ for 1 program, the other program use 6+ 7-. The rep decided to remove 6+ and 7- from programming since they have high impedances. Due to coupling, patient is only recharging up to 50% each day. Recharge calculations show that the patient should be recharging 4.60 days at the end of battery life. Since patient is now recharging every 2 days with 50% battery capacity each day, it was noted that recharge interval appears to be in line with usage. The healthcare provider does plan on a revision, but the date is to be determined at this time. No symptoms were reported.